Manufacturer narrative:
H6: the product, ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation, however log files were provided for review. A screenshot during the case shows the "robotic drill cable disconnected" error. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event may be associated with a loose connection. Refer to the real intelligence cori for knee arthroplasty user manual, section getting started: real intelligence cori quick start guide, connecting the components for proper set up and handling. This failure is an identified failure mode within the risk assessment. Per complaint details, the device malfunctioned and the cori was abandoned for a navio procedure after troubleshooting and the backup device also failed to resolve the issue. Per the field report, no patient injury resulted from the reported event or the 0-30 minute surgical delay. It was communicated that the failure could not be reproduced in the hall following the surgery. Per correspondence, the requested clinical documentation is not available and, although no patient injury was reported, the patient's current status is unknown. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Further investigation into the reported failure is being conducted to determine if additional actions are required. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the product, ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation, however log files were provided for review. A screenshot during the case shows the "robotic drill cable disconnected" error. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1- a hardware update to the cori console to reduce noise on the internal electronics. 2- an update to the cori system¿s software and firmware to improve the user experience when error messages are displayed. 3- a hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Refer to the real intelligence cori for knee arthroplasty user manual, section "getting started: real intelligence cori quick start guide, connecting the components for proper set up and handling". This failure is an identified failure mode within the risk assessment. Per complaint details, the device malfunctioned and the cori was abandoned for a navio procedure after troubleshooting and the backup device also failed to resolve the issue. Per the field report, no patient injury resulted from the reported event or the 0-30 minute surgical delay. It was communicated that the failure could not be reproduced in the hall following the surgery. Per correspondence, the requested clinical documentation is not available and, although no patient injury was reported, the patient's current status is unknown. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, prior to using the cori for a tka procedure, they received the drill disconnect error when trying to unlock the drill to insert the burr. They tried it several times and kept getting the disconnect error. They disconnected the drill, rebooted the cori, started a new case, but received the error again. At this point, they opened another cori tray and received the same error when trying to unlock the backup drill. They tried several attempts and a reboot again, but then changed to navio with a delay of fewer than 30 minutes. There was no injury to the patient. After the case, they troubleshot the unit in the hall and could not reproduce the error. No other complications were reported.